Event description:
User allegedly had a lancing device that was not holding in place in order to eject the lancet to prick the finger. "When cap was removed a piece of plastic was broken off. When the button was pushed nothing happened".